Event description:
Manufacturer report number 1627487-2019-04459. New information received states that it is unknown if the infection issue has resolved.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-04459. It was reported that infection was observed. The source of the infection was unknown. Device system was explanted. No further information is available.